Event description:
Abner states he was pushing chair up a ramp and the chair tipped forward now the front casters are locked up off the ground and they will not come down. He called in to talk to tech service and they gave him some things to check. Dealer hung up no additional information available